Event description:
I am a type 1 diabetic. I use a medtronic 780g insulin pump and historically, my blood sugar has been well controlled. My blood sugar is in target range about 90% of time. Since switching to new abbott instinct continuous glucose monitor sensors supplied by medtronic blood sugar control has declined. I am experiencing dangerous high and low blood sugars. It takes days of waiting on hold or waiting for medtronic to call me back to get help. In the latest session with the medtronic help desk, I called to get help. After nearly two hours working with a tech support person the problem was orders of magnitude worse. As a result of actions taken by the medtronic tech support, my mobile device is no longer able to connect to the insulin pump. This is a huge problem because the mobile device connection is required to use the constant glucose monitoring that make the insulin pump work properly.